Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in critical override. The technical support specialist (tss) dialed into the carefusion coordination engine (cce), found that the cce services were running but messages were being processed slowly, and noted that there were currently 18k messages in the message queue and the database was remote. The tss dialed into the device and found the memory at 95%. The tss restarted the sql services as well as the cce services, after which the messages began processing much more quickly. The tss monitored the cce until the queue cleared and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.